Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 10mg/ml at 2.2mg/day via an implantable pump. The patient¿s medical history included chronic back pain and history of back surgeries. It was reported that the patient was scheduled for a dye study due to ongoing issues with fluid buildup around the pump. The patient stated it has stayed swollen since his replacement surgery earlier this year. The patient also stated that pump hasn¿t really been effective for pain control since then. Upon beginning of procedure the physician used ultrasound guided needle to aspirate ~80 ml of yellowish fluid from around pump. He then proceeded to attempt dye study but had difficulty accessing the cap (catheter access port). Upon closer look of x-ray it appeared that pump was flipped. The healthcare provider then manipulated the pump to correct orientation and gained access to the cap, but was unable to aspirate fluid, and therefore did not attempt a dye study and not programming of priming bolus was completed. The patient was switched to minimum rate and will be scheduled for surgery. There were no env ironmental, external or patient factors that may have led or contributed to the issue. There were no actions and interventions taken to resolve the issue yet but a revision would be planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.